Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor smooth round high profile saline prosthesis. Post-operatively, the patient had a physical exam and the health professional stated that the left breast implant was really low and empty. As such, the patient was diagnosed with a deflated left breast implant. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor smooth round high profile saline prosthesis. Post-operatively, the patient had a physical exam and the health professional stated that the left breast implant was really low and empty. As such, the patient was diagnosed with a deflated left breast implant. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis team received the medical device for evaluation. Additionally, mentor received decontamination paperwork that indicated the date of explantation was updated to (B)(6) 2022. An evaluation was completed on (B)(6) 2022. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).